Manufacturer narrative:
Product complaint analysis team has completed its investigation. The results of investigation conducted by appropriate engineers and technicians are listed below. Visual inspections & results: bullet tip condtion, conforming; desufflation lever condition, conforming; inner gasket condition, conforming; latch condition, conforming; obturator condition, nonconforming; outer gasket condition, conforming; reset button condition, conforming; sleeve condition, conforming; stopcock condition, closed and trocar condition, non conforming. Functional tests & results: does safety shield retract, nonconforming; flapper door functional, conforming and lockout functional, nonconforming. Analysis conclusion: based upon inquiry info, visual examination and functional test, it was concluded that reported "locking button would not engage" was due to a bent knife shaft. Bent knife shaft caused instrument to arm and lock out intermittently. No conclusion could be reached as to how knife shaft bent. Co reviews each incident as it occurs in an effort to continuously improve co's products and processes.

Event description:
It was reported the 355ld was used during an unknown procedure. It was reported the locking button would not engage. Another 355ld was opened to complete the case and worked fine. There was no consequence to the patient.